Event description:
This rv lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012. When hooked up to the new device the shock impedance was over 125 ohms so the physician made the decision to replace the lead. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).